Manufacturer narrative:
Field service engineer (fse) was dispatched to the customer site. Fse evaluated instrument. Fse replaced and equilibrated carbon bridge, replaced na measure electrode, cleaned flow cell and ran ise verification to resolve the issue. Instrument resumed operation. (B)(4).

Event description:
The customer reported obtaining low anion gaps and negative anion gaps on patient results involving unicel® dxc 800 pro synchron system. Anion gap is a calculated test made of individual electrolyte results measured by bci systems therefore individual results will be evaluated in the investigation. The patient results with low and negative anion gaps were not reported out of laboratory. There was no report of effecting patient treatment in connection with the event. Customer sent patient samples to their reference laboratory. The repeat results were reported outside of laboratory. The patient printouts provided by the customer also indicate obtaining false low sodium (na), carbon dioxide (co2), calcium (calc) and potassium (k) results on multiple patient samples. Quality controls were within customer's established ranges before the event.